Manufacturer narrative:
Examination of the returned devices confirms the reported event of trial damage/breakage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The shims are cracked. On (B)(6) 2017 upon evaluation, the returned shim, it was found to be broken.